Event description:
A hemodialysis user facility reported that a patient experienced a frequent cough and sneeze during treatment. The machine alarmed but the patient had no blood loss. The patient's blood flow rate was 400 ml/min. The patient consumed sunflower seeds during her treatment. The reporter stated the consumption of sunflower seeds may have contributed to the events. No medical intervention was required. The patient was able to complete treatment. The treatments are still continued. The physician relates probable causality to the dialyzer. The sample has been discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.